Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was confirmed. The chain assembly was broken at the cardan joint nearest the blue knob. Both of the short pins that were welded to the fork closest to the blue knob were fractured away from the fork and not received with the complaint sample. The fork nearest the blue knob was also bent outward. The block and fork components showed some deformation (gouges) inconsistent with intended use. The long pin was still welded in place. The long pin is intended to be assembled to the fork nearest the blue knob and welded, however it was not assembled in this manner on this complaint sample. This incorrect assembly may have contributed to the observed breakage. There were several gouges on the blue knob that may have been caused by pliers or something similar, however that is unknown. These gouges are not consistent with intended use. There were several deformities observed in the surrounding area of the ratchet assembly, which are inconsistent with intended use. The ratchet teeth showed some signs of wear/deformation, some inconsistent with intended use as well. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were several observations of deformation throughout the complaint sample that were not consistent with intended use, including some off-axis impactions; the returned complaint sample was etched per applicable drawings. In conclusion, the reported event is confirmed as the chain assembly was broken at the cardan joint nearest the blue knob. The broken cardan joint was assembled incorrectly, which may have contributed to the breakage. There were also observations of unintended use that also contributed to the observed breakage. No further investigation with regard to this complaint is required. Complaint information provided by distributor, stryker.

Event description:
It was reported during an unknown patient procedure when the physician put the cup in, the instrument was acting strange. A piece was broken off on it. The procedure was completed successfully and no adverse events nor patient consequence were reported as a result of the malfunction.